Manufacturer narrative:
Concomitant products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that since implant the implantable neurostimulator (ins) in the patient¿s buttocks ¿moved around.¿ it was noted that it was ¿moving sideways since surgery.¿ the patient¿s status was unknown. The patient mentioned that she also mentioned that she had an implant for the cervical area and ¿that one worked well.¿ the patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report. Refer to report # 3004209178-2014-12589.